Manufacturer narrative:
(B)(4).

Event description:
The event was described as a balloon rupture. It was reported that a patient of (B)(6) in height in the intensive care unit (ICU) had an intra-aortic balloon (iab) placed via the left femoral artery. Blood in the gas line was noted. Difficulty was encountered during insertion. The device was removed and not replaced. Intra-aortic balloon pump alarms that occurred: possible helium leak. How was issue resolved: pharmacological treatment. Length of time in use prior to event: 3 days. How long was therapy delayed or interrupted: the therapy was stopped completely. There was no reported patient death, injury or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for evaluation. The reported complaint of blood in helium pathway is confirmed. The iab central lumen was found kinked and broken. The broken central lumen allowed blood to enter the helium pathway. The actual root cause of the kink is undetermined but based on the analysis of the returned device, the kink is likely caused from patient movement during the device insertion. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. Teleflex will continue to monitor for developing trends.

Event description:
The event was described as a balloon rupture. It was reported that a patient of 163cm in height in the intensive care unit (ICU) had an intra-aortic balloon (iab) placed via the left femoral artery. Blood in the gas line was noted. Difficulty was encountered during insertion. The device was removed and not replaced. Intra-aortic balloon pump alarms that occurred: possible helium leak. How was issue resolved: pharmacological treatment. Length of time in use prior to event: 3 days. How long was therapy delayed or interrupted: the therapy was stopped completely. There was no reported patient death, injury or complications.